Manufacturer narrative:
The short test run prior to the repair showed already that the product was noisy, and vibrations have been noticeable. The temperature raised noticeably if load was put on the handpiece. The inserted tool had no guidance, it wobbled around. After removing the grip sleeve, it got visible that the bearing at the front was completely worn out. This explains the bad guidance of the tool. Also further ball bearings have been worn out which caused higher friction and hence heat up of the product. To avoid such issues the instruction for use contains already several warnings and notes how to prepare and use the product. 2.2 technical condition: a damaged device or components could injure patients, users and third parties. Only operate devices or components if they are undamaged on the outside. Check that the device is working properly and is in satisfactory condition before each use. If there are any broken or damaged parts or clearly visible changes on the surface, the parts must be checked by the service. Safety checks may only be performed by trained service personnel. If the following defects occur, stop working and have the service personnel carry out repair work: malfunctions, damage, irregular running noise, excessive vibration, overheating. Dental bur or diamond grinder are not firmly locked in the handpiece. Kavo recommends specifying in-house service intervals where the medical device is brought to a professional shop for cleaning, servicing and a function check. Define the service interval depending on the frequency of use.

Event description:
During a dental surgical intervention the handpiece heated up and caused a burn on patients lip and corner of lip. Dentist put some over the counter solcoseryl ointment on the wound. No medical care necessary.